Manufacturer narrative:
Catalog number is unknown at this time. The device was reported as an v-40 c-taper sleeve. Additional information has been requested and if received, will be provided in the supplemental report. Not returned.

Manufacturer narrative:
An event regarding dislocation and corrosion involving a metal femoral head was reported. Both could not be confirmed. Method and results: device evaluation and results: a photo provided of the femoral head following explantation was provided. Black debris was visible within the female taper of the cobalt chrome head. Blood stains also noted all throughout head. (Energy dispersive spectral) analysis would be required to further evaluate the composition of this black debris. Medical records received and evaluation: a medical review was performed and concluded: "pi are caused by the same underlying mechanism of cup malposition with impingement and full dislocation causing secondary tissue damage plus overload in the bearing section with some potential but as yet unproven secondary adverse metal related effects. As such failure mode is procedure related in origin with no device-related or patient-related aspects present. Metal-immune related trouble has no substantial proof in this case based upon current information unless proof of contrary by additional evidence" device history review: review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: review indicated there have been no other events for the reported lot. Conclusions: a medical review concluded that failure in this case is "procedure related in origin" with a root cause of cup malposition. The two dislocations reported in 2009 and 2010 where the patient underwent a closed reduction could not be confirmed along with the corrosion, energy dispersive spectral) analysis would be required to further evaluate the composition of this black debris. There was no evidence of a device related issue. Additional information, progress notes, additional x-rays and return of the device are however needed to fully investigate the event.

Event description:
It was reported that there was a revision of the convention to an mdm hip due to painful hip and possible corrosion between the head and trunnion.

Manufacturer narrative:
An event regarding corrosion involving a v-40 c-taper sleeve was reported. The event was not confirmed. The exact cause of the event could not be determined because no medical records, x-rays or device were provided for evaluation which is needed to determine the root cause for the reported event.

Event description:
It was reported that there was a revision of the convention to an mdm hip due to painful hip and possible corrosion between the head and trunnion.

Event description:
It was reported that there was a revision of the convention to an mdm hip due to painful hip and possible corrosion between the head and trunnion.